Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Stormont, et al. "Catastrophic failure of regenerex tibial components: a case series" the journal of knee surgery. Doi http://dx.doi.org/10.1055/s-0036-1593876.

Event description:
It is reported in a journal article that one patient presented with pain and a gait issue and it was confirmed through x-ray that the tibial baseplate had fractured on the medial side. The patient then underwent a revision in (B)(6) 2013 due to the tibial fracture. It was noted during the revision that medial subsidence had occurred in the two years since the failure was identified and metallosis was present.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event was determined to be a duplicate of report number: 0001825034-2016-05406. This report will be voided.